Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report. Other# 1-av-1038.

Event description:
In 2006, the lay user/patient contacted lifescan (lfs) alleging the one touch basic enhanced meter was giving the 'clean test area' error message. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however, was unable to reach her by telephone. The mas also reviewed the recorded telephone call. On october 6, 2006, the mas mailed a letter requesting the patient contact medical affairs. On event day at 8:00am, the patient obtained the error message 'clean test area' on the reported meter; she did not obtain a blood glucose reading. At that time, the patient was experiencing the symptoms of dizzinesss and feeling unwell. The patient then tested her blood glucose level using her backup one touch ultra meter and obtained the result of 64 mg/dl. Following the use of the meter, the patient administered self-care by consuming sweets and took her usual oral diabetes medication, type and dose unknown. The mas confirmed during the review of the telephone call that the patient had obtained a blood glucose reading of 40 mg/dl 'earlier' on the day of the event. It was not specified which meter was used for this blood glucose test. The patient had eaten very little food during the day of the event. It would have been helpful to determine if this was the first time the patient had obtained the 'clean test area' error message on the meter, the time of the 64 mg/dl reading, the time of the 40 mg/dl reading and which meter was used to obtain it, if the patient usually treats herself with food following a low blood glucose reading, if the patient felt better after consuming the sweets, if the patient sought medical attention on the day of the event, and her medication regimen. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient was incorrectly cleaning the meter, which can cause error messages. The issue was resolved with troubleshooting and the patient was able to successfully test her blood glucose level during the telephone call. The meter was replaced. While experiencing symptoms that suggested hypoglycemia, the patient was unable to test her blood glucose level due to the error message on her primary meter. She obtained a result of 64 mg/dl on a backup meter and treated herself with food. Therefore, this complaint is being reported as an adverse event.